Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd at baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation has been completed.